Event description:
A us dist returned monitor sn (B)(4) and reported that the monitor response buttons weren't functional.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear button was not functioning properly. The response button cable was cut. The root cause for the cut response button cable could not be positively identified. No adverse event resulted from the defective monitor.